Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the transmitter was not blinking when connected to the sensor. The test plug procedure was performed and transmitter passed. Customer reconnected the transmitter and was still not blinking. The customer removed the sensor and found there was no electrode. Blood glucose value was 4.2 mmol/l. The sensor would be replaced and customer will return product for analysis.